Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced eight infusion sets fell off during use events since (B)(6) 2024 till now. The infusion sets were in use for 24 hours. The blood glucose level at the time of event was 150 mg/dl and the patient resolved all the events by replacing infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) .